Manufacturer narrative:
D8 and d9: updated device return information. H3: updated h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the root cause was the inability to detect the purge cassette due to a broken purge flag.

Event description:
The complainant reported that during use of an impella device, the impella device was transferred from an initial automated impella controller to a second automated impella controller. Subsequent to the transfer, there was an alarm when inserting the purge cassette. It was noted that the purge cassette was exchanged and there were no further alarms. No patient harm was reported in relation to this event. Additional information regarding the devices used are unknown, and the final patient outcome is unknown.

Manufacturer narrative:
Section a. Patient information is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.